Manufacturer narrative:
H.6. Investigation summary: bd has been provided with a sample for catalog 307732 lot 1901111 to investigate for this record. Visual inspection of the sample reveals a breakage of the syringe. The sliding force to glide the plunger rod was found correct. As a result, bd was able to verify the reported issue of barrel/flange damage. Unfortunately, the plunger defects experienced were not able to be confirmed. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the barrel. Based on this fact, the reported damage of the syringe was produced due to some blockage in the primary packaging machine feeder. Based on our manufacturing records, bd can state that the syringes reported meet the product specs and recommended values in the product standards. On the other hand, either the medication/drug used by the customer or a special method of use (high temperatures, pressures, several uses, etc.) Could affect the sliding properties of the syringes. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that an unspecified number of syringe 5ml ls 21x1-1/2 an emerald experienced a failure to contain blood/medication or difficult plunger movement or stopper separation from the plunger during use. The following information was provided by the initial reporter: the doctor has purchased a large quantity of emerald syringes 5ml and 10 ml with needle, and has faced major difficulty drawing back the plunger , as it looks like many of the green rubber stoppers are displaced inside the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 5ml ls 21x1-1/2 an emerald experienced a failure to contain blood/medication or difficult plunger movement or stopper separation from the plunger during use. The following information was provided by the initial reporter: the doctor has purchased a large quantity of emerald syringes 5ml and 10 ml with needle, and has faced major difficulty drawing back the plunger , as it looks like many of the green rubber stoppers are displaced inside the syringe.